Event description:
It was reported that during a transurethral bladder lithotripsy, the fiber leaked light and damaged the debris shield. The procedure was completed using another fiber. There were no patient complications.